Manufacturer narrative:
Product event summary: at analysis the reason for return of electrocardiogram (ECG) signal was not confirmed, the programmer passed its incoming ECG signal system test. Analysis did note that the keyboard was not working because the keyboard connector was loose. The micro processor unit board was replaced, the stylus calibrated, new software was installed and the device was cleaned. It then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with its electrocardiogram signal. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported via follow-up that the analyzer was unable to perform correct measurements, even upon changing out the cable. The measurements were then taken through the pacemaker.